Event description:
A temporary radiology technician was in the x-ray room at the time of the problem. The x-ray unit was in position for a 72" chest x-ray, and he was starting to bring it into position to do a standing knee x-ray. The motion was rough, and he encountered an e06 error code. According to the tech, there was no obstruction to the movement of the c-arm. He called on a more experienced tech for assistance. They recycled power and the error code cleared. As they drove the c-arm down, the unit crashed from about 30 inches height to the floor. The technician stated that it seemed to him that the unit was in "free fall" rather than a rapid drive downward.

Manufacturer narrative:
Eval summary: the preliminary investigation revealed excess "play" in 1 of the support bearings. The unit has been shipped back to the MFR in for further eval. An update will be provided when the investigation has been completed.